Event description:
Lead dislodged and tissue was caught in helix. Physician chose to implant new lead instead of risking damage to helix. No adverse patient side effects were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.